Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 200cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.